Event description:
On (B)(6) 2013, ebd was conducted with the stent after stone removal by an user (dr. (B)(6)) who belonged to another hospital. The stent was scheduled to be removed in one or two months. In (B)(6), another physician (name unk) who belonged to another hospital attempted to remove the stent through papilla as scheduled. However, the physician dropped/slipped the stent accidentally when he was attempting to remove it and the stent remained in the duodenum. Since the user assumed that the stent would be passed naturally with the stool, the stent was left there. The pt was discharged from the hospital. On (B)(6) 2013, the pt came to the hospital and complained about abdominal pain. When the physician at the hospital (dr. (B)(6)) examined the pt with CT, it was confirmed that the stent perforated colon sigmoideum. The stent was removed." On 17 stent was removed." On (B)(6) 2013, the stent was removed endoscopically. Though bleeding was slightly observed, the pt had a favourable outcome w/o treatment with clips. On (B)(6) 2013, the pt recovered. The pt recovered on the (B)(6) 2013.

Manufacturer narrative:
The actual lot number of the oats-8.5-7 device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at time of the complaint investigation. The device involved in the complaint was not available to be returned for eval. With the info provided a document based investigation was carried out. As the device was not available to be returned, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Cd with images was rec'd in cirl. Endoscopic images were reviewed with the following summary of observations: it could be confirmed that a stent was in situ however, it could not be confirmed from these images where the perforation has occurred. A possible cause of the issue occurring was that the physician did not appear to attempt to remove the stent from the duodenum after slippage and this resulted in the migration of stent to colon and subsequent perforation. Comments rec'd from the sales rep are as follows: "the physician who conducted the procedure usually works in another hospital. The event was caused by several incidents, so I do not think that it was a matter of product or physician. According to the physician, he does not regard the event as a product defect though the reason is not provided." Prior to distribution, all oasis one action stent devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the MFR records for the oats-8.5-7 device could not be carried out as the lot number was not provided. This oats-8.5-7 device (with a preloaded st-2 soehendra tannenbaum stent) is intended for endoscopic biliary stent placement to drain obstructed bile ducts. It may be noted that perforation is a known potential complication as per instruction for use, IFU for oasis one action stent introduction system. As per the instructions for use, IFU, the user is advised of the following: "preloaded stents should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended." From the info provided, the stent was placed about 90 days prior to this occurrence. A two yr review of the complaints history for oats-8.5-7 devices revealed no other complaints in relation to the issue of "perforation." This therefore represents an isolated occurrence for this rpn over this timeframe. No corrective action is warranted at this time. From the info provided the pt recovered. The overall risk has been determined to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.